Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6)2024. Prior to sensor insertion the area was prepped with alcohol. On (B)(6)2024, the patient developed inflammation/swelling pimples, and infection at the needle puncture site. The parent had a phone consultation with a physician who prescribed an oral antibiotic medication (cefdinir, one unspecified tablet) for the infection. At the time of the follow up contact with the parent, they confirmed the infection had already healed. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).